Event description:
Machine stated to "check compatibility" and turned off. Manufacturer response for dornier thulio performance fiber, dornier thulio performance fiber (per site reporter). Responsive to problem.